Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed in which the allegation was not confirmed. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker had an anomaly with the longevity. It was noted in the engineering analysis that the time when device had reached elective replacement time (ert), the device was operating in the third current bin which was very high. The pacemaker was explanted. No additional adverse patient effects were reported.